Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The f-38 alarm was confirmed via the alarm log. The cause of the f-38 alarm was determined to be damage to the force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.